Manufacturer narrative:
(B)(4). The customer reported to have followed the tech support recommendations replacing the backlight inverters pcbs that solves the alleged malfunction. Customer has conducted final testing.

Event description:
It was reported that an 840 ventilator had an erratic top display. The ventilator was not in use on a patient at the time the malfunction occurred.